Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump would not exit the preparing to prime screen. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime or fill anomaly noted. All operating currents are within specification. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No unexpected numbers scrolling or ramping during testing noted. Device received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.